Manufacturer narrative:
Of the 16 allegations of a malfunction, 3 pumps were returned to animas and investigated. Of the investigated pumps, 0 were found to be malfunctioning.

Event description:
This report summarizes <noe> 16</noe> malfunction events. A review of the events indicated that the one touch ping model pump experienced an inaccurate delivery issue. These reports were received from various sources. The patients associated with this allegation ranged from 5-82 years of age, and between 51 and 208 pounds. Of the reported patients, 9 were male, 7 were female, and 0 were unknown.